Manufacturer narrative:
The customer¿s report of diprivan infusing faster than expected was not confirmed. Analysis of the pcu event log shows the module was infusing propofol 1000mg/100ml (drugid 683) at 14.1ml/hr. At 12:33 am on (B)(6) 2016, the infusion completed and transitioned to kvo. Five minutes later the infusion was paused. At 12:40 am, the vtbi was changed to 5ml. At 12:41 am, a remote IV order was received for propofol 1000mg/100ml (drugid 683) to infuse at 14.058ml/hr with a vtbi of 100ml. Yes was selected to the rate autocalc override pop-up and the infusion was started. At 12:45 am, the infusion was paused. The door was opened and the flo stop alarmed open for approximately 24 seconds. At 12:46 am, the door was closed and the infusion was restarted. A few seconds later the vtbi was changed to 80ml. At 1:04 am, the dose was changed to 20mcg/kg/min, which made the rate 9.37ml/hr. At 1:05 am, the infusion was paused and the a delay was programmed for 30 minutes. At 1:08 am, the door was opened and the device alarmed for check IV set. The device was channeled off and subsequently removed. The volume recorded as being infused during this period was 6.71ml. Functional testing was performed and the device was found to be infusing within specification. The starting volume of the fluid container could not be determined through the device logs. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that diprivan 10 mg/100 ml was ordered to infuse at 14.1 ml/hr. Approximately 15-20 minutes after the infusion started it was noted that the patient's respirations decreased down to the ventilator setting of 10 breaths per minute and the systolic blood pressure dropped from 110s to 50s. The diprivan bottle was noted to be completely empty. Vital signs were checked every 5 minutes; the blood pressure quickly recovered and no other interventions were provided.